Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approve for use. The DHR anomaly is not related to the alleged complaint. The extension failed continuity and stress testing on channel 2. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The extension was electively explanted on (B)(6) 2010. The pt reported he was not getting pain relief with the scs system. The extension was returned to the MFR for analysis where it was confirmed to be out of specification.